Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath and farawave catheter were selected for use. It has been mentioned that sheath and catheter were prepped in a sterile fashion. After transseptal access, the sheath was advanced into the left atrium, and the wire and dilator were removed with aspiration. During catheter advancement, air influx into the syringe was noted and continued after 20 ml aspiration. The sheath was exchanged, and no air influx was observed with the second sheath. Additionally, during catheter deployment in the left superior pulmonary vein, spline inversion occurred and could not be corrected despite multiple attempts, including deployment to flower, deployment into the sheath, and spinning and removal. A new catheter was used with no complications. The product was received for analysis and investigation is still in progress.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath and farawave catheter were selected for use. It has been mentioned that sheath and catheter were prepped in a sterile fashion. After transseptal access, the sheath was advanced into the left atrium, and the wire and dilator were removed with aspiration. During catheter advancement, air influx into the syringe was noted and continued after 20 ml aspiration. The sheath was exchanged, and no air influx was observed with the second sheath. Additionally, during catheter deployment in the left superior pulmonary vein, spline inversion occurred and could not be corrected despite multiple attempts, including deployment to flower, deployment into the sheath, and spinning and removal. A new catheter was used with no complications. The product was received for analysis and investigation is still in progress. It was further reported that only the versacross connect and farawave, no other devices passed through the sheath before or at the time air was seen. No leak or air in patient was seen. Air was noted during aspiration of sheath, and sheath was exchanged. Guidewire was at the tip of the sheath as to not allow air egress into sheath when the farawave was inserted.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath and farawave catheter were selected for use. It has been mentioned that sheath and catheter were prepped in a sterile fashion. After transseptal access, the sheath was advanced into the left atrium, and the wire and dilator were removed with aspiration. During catheter advancement, air influx into the syringe was noted and continued after 20 ml aspiration. The sheath was exchanged, and no air influx was observed with the second sheath. Additionally, during catheter deployment in the left superior pulmonary vein, spline inversion occurred and could not be corrected despite multiple attempts, including deployment to flower, deployment into the sheath, and spinning and removal. A new catheter was used with no complications. The product was received for analysis. It was further reported that only the versacross connect and farawave, no other devices passed through the sheath before or at the time air was seen. No leak or air in patient was seen. Air was noted during aspiration of sheath, and sheath was exchanged. Guidewire was at the tip of the sheath as to not allow air egress into sheath when the farawave was inserted.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted the distal tip of the sheath was pinched. Microscopic inspection of the hemostatic valve identified a tear in the outer valve and the distal tip was confirmed to be irregular and lacked a uniform circular shape. Leak performance testing was not performed as the sheath was unable to be purged of air, due to a clogged flush luer.